Manufacturer narrative:
Pr#: (B)(4).

Event description:
It was reported to philips healthcare that the device had intermittent 12-lead ECG readings. There was no patient involvement or negative patient impact reported.